Event description:
A consumer reported that following the use of this multipurpose solution (first product), he experienced blurry vision and his contact lenses appeared to be cloudy. He tried using a different pair of contact lenses, and had the same problem. He changed back to a different multipurpose solution (second product) and the contact lenses appeared to fair a little better. He was seen by an eye doctor three times and has been diagnosed with blepharitis and corneal scarring secondary to wearing contact lenses. The consumer has worn contact lenses for yrs and none of these problems were seen at eye examinations while using another multipurpose solution. The consumer reported he was treated with antibiotics and steroids along with lid compresses and scrubs. The consumer reported that he now had irreversible corneal damage. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first product.

Manufacturer narrative:
Eval summary: the complaint device was not returned for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Attempts have been made to obtain additional info on (B)(4) 2012, by phone, fax, and mail. Additional info was received from the consumer on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).